Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient fell in the night on (B)(6) 2018 and, since the fall, the patient felt as though the device was giving them a shocking sensation rather than the normal ¿vibration¿ sensation. The patient stated that, on their right side, the stimulation was in their buttock rather than in their low back. On (B)(6) 2018, the rep interrogated the ins, did an impedance check and then reprogrammed the device. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.